Manufacturer narrative:
Returned device was received in good physical condition. The right plunger was cracked and the top and bottom cases were cracked on the front lower left corners. Evidence of reported problem in event log was found. During the evaluation of the device, the issue was unable to duplicated. No fault was found with the returned device. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical medfusion syringe pump presented with system failure. No adverse events were reported.